Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "recurrent hip arthroplasty dislocation good outcome after cup augmentation in 20 patients followed for 2 years" written by a philip charlwood, neville w thompson, neill s thompson, david e beverland and james r nixon published by acta orthopaedica scandinavica published online 08 july 2009 was reviewed. The article's purpose was to compare the results of utilizing a revision arthroplasty of replacing both components verse utilizing plad to treat recurrent dislocations. The article does not identify the original implants. As the plad device has been utilized with non-depuy products in previous publications, it is not assumed that the original implants are depuy. It is only assumed that the screws mentioned to fixate the device are associated with depuy along with the plad device itself. This complaint captures the adverse events associated with the plad group as the article clarifies which adverse event are associated with each group (revision group verse plad group). Depuy products: plad, screws (qty 5). Adverse events associated with plad group: lower respiratory infection as an early complication ("treated successfully"). Deep venous thrombosis as an early complication ("treated successfully").

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not bsynthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.